Event description:
It was reported that a 39-year-old african american female who underwent breast augmentation revision with a 750cc mentor memorygel breast implant experienced left sided baker grade iii capsular contracture and bilateral ptosis post procedure. The capsular contracture was associated with pain, firmness, and psychological distress. The capsular contracture was diagnosed at the physician¿s office. As a result, an explant was performed on (B)(6) 2022. The left sided capsular contracture was reported initially under 1645337-2021-14159 on (B)(6) 2021. On june 21, 2022 mentor received additional information and initial awareness of bilateral issues. This report relates to the right prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: ptosis. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on july 19, 2022. The explant date was clarified to be (B)(6) 2022. A manufacturing record evaluation (mre) was performed on july 21, 2022, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).